Event description:
Related manufacturer reference number: 2017865-2022-40842, 2017865-2022-40843, 2017865-2022-40845. It was reported that the patient presented to the clinic for a pacemaker system extraction due to infection. Bacteremia from another source was identified, incidentally vegetation was found on one of the leads. The pacemaker, right atrial lead and right ventricular (rv) lead were explanted. Another rv lead was implanted and explanted the same day on (B)(6) 2022 as the patient was on blood thinners at that time. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.